Event description:
It was reported that after sexual intercourse, the patient was unable to deflate the prosthesis, even the doctor could not deflate it. The patient also experienced pain and discomfort. Due to this, a surgical procedure was performed to replenish the device successfully.